Event description:
It was reported the patient's blood glucose level (bg) rose to over 460 mg/dl while wearing the pod for an unknown amount of time. The pod reportedly fell off the infusion site (unknown), causing the cannula to dislodge. It was also reported that the cannula was bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We also are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.